Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v423811, implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient's system is broken and the lead is also broken. The event was reported to have occurred more than four years prior and the patient does not use the therapy. No patient symptoms were reported. No complications were reported or anticipated.